Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating while in the pt's leg even thought the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed the blunt tip was melted on the harvesting cannula. The cold jaw boot insulation had a burn mark from the cutter wire. Resistance measurements were within spec. The micro switch functioned properly. The pre-cautery test results showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activate during any point in pre-cautery testing. The device meets electrical product specs. The reported failure was not confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B)(4).